Manufacturer narrative:
During the requested site visit, the field service representative (fsr) performed multiple troubleshooting services. Including the replacement of the cc cuv dry tip and the mixer, which resolved the issue. A review of the architect analyzer, serial number (B)(6), service history, revealed no contributing factors on or around the time of the issue. There have been no further reports of discrepant magnesium results, since the current complaint. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentrations and erratic sample results. And provides detailed instructions/illustrations for the removal, the replacement, and the verification of the cc cuv dry tip and the mixer. A 12-month review did not identify any trends for either of the parts replaced. A search for non-conformances was performed. And there were none identified for the parts associated with this ticket. The current product monitoring review of the architect c platform revealed, no trends for the architect c4000. Further review identified, no similar issues for discrepant results as described in this complaint. Based on the investigation, no systemic issue or deficiency of the architect c4000, serial number (B)(6), the cc cuv dry tip (list number 09d51-02), or the mixer (list number 09d59-03), was identified. This follow up is being submitted, to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported falsely elevated magnesium (mg) results on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2021 sid (B)(6) initial = 2.63mmol/l / retest = 0.89mmol/l (normal range 0.66-1.07mmol/l). There was no reported impact to patient management.